Manufacturer narrative:
Batch review performed on 13 november 2018: lot 180645: (B)(4) items manufactured and released on 30 may 2018. Expiration date: 2023-05-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event mpact flat pe hc liner ø 36/e reference: 01.32.3644hct. Lot 182613: (B)(4) items manufactured and released on 18 july 2018. Expiration date: 2023-07-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection one month after primary surgery. The pathogen is unknown at this time. The surgeon performed a washout and revised the head and liner.